Manufacturer narrative:
Product event summary: it was reported a controller power up with a motor start and that the power port one of the controller was loose. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector with the o ring gasket displaced. Based on an investigation conducted under (B)(4), the most likely root cause of the reported loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Log file analysis revealed a controller power up and motor start event on (B)(6) 2017 at 06:31:24 and 06:31:29 respectively. The data point prior to the loss of power revealed that (B)(4) was connected to power port 1 with 95% relative state of charge (rsoc) and a controller ac adapter was connected to power port two. The data point after revealed that (B)(4) was connected to power port one with 93% rsoc and (B)(4) was connected to power port two with 203% rsoc, which indicates that the power source experienced a temporary disconnection from the controller in the previous 15 minute interval; the observed temporary disconnection may indicate that there was a disconnection and reconnection of the same power source or a that a momentary disconnection between the controller and batteries had occurred. Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources, given that one power source connected prior to the loss of power was replaced. Note: the controller contained the smr software upgrade. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced a controller power-up and associated pump start event on controller (B)(4). The site noticed the patient had a loose connection on port one. The controller was exchanged with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.